Event description:
It was reported that the pump battery would not charge, and the caller confirmed using the correct charging cable and wall outlet. Despite attempts to charge the pump, including leaving it plugged in for thirty minutes and trying different adapters and cables, the issue persisted with an unstable or unrecognized connection. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump under warranty, instructing the customer to fully deplete the battery and return the defective unit within ten days using a pre-paid label. The customer was advised to continue using the current pump as backup therapy in the meantime.